Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient said that she had been seeing a por since last monday when she had a surgery moving her a competitor stimulator for the nerves in the patient's back and stuff and legs so that it was closer to the ins and they had turned the ins off before doing that. Patient was asked why this procedure was performed and the patient reported that their old competitor device had died after 12 years so they put a new one in and moved it closer to the ins. Patient also reported that another device by the same competitor was replaced as it had been in for 12 years. Patient didn't report any problems with this device either. It was reviewed that she could have been seeing a por code due to the procedure she had on monday, as either the competitor device could have interfered with her ins, or a surgical tool could have caused the error. Patient reported getting a new ins device a year ago and later reported a few month ago, the most recent record available was of (B)(6) 2017. Patient was provided with the managing healthcare professionals number (hcp). No further symptoms or complications reported.